Manufacturer narrative:
The actual date of death is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported an event involving an over infusion of fentanyl on a patient under palliative care. Per report, the patient died. Additional information was received following an on-site visit by bd representatives. It was confirmed the over infusion was a hydromorphone (dilaudid) infusion. A 65ml dilaudid infusion was started at 1750. Infusion was programmed via interoperability at a rate of 0.2 ml/hour. Patient was agonal breathing when the infusion was started. Fifteen (15) minutes after the infusion was started, the patient expired at 1805. No other infusions were infusing at the time of the event. When staff went to waste the remaining medication per protocol in the IV bag, 7ml was missing from the total volume of 65ml. For larger volumes, current practice is that staff will use a medication cup to measure the remaining medication in the IV bag and IV line to document the waste staff measured 55ml initially and got an extra 3ml by ¿milking¿ the IV set for a total volume of 58ml customer clinical engineer conducted a 24-hour rate test on the device attached to the left side of the concomitant pcu another pump was attached to the right side of the pcu. The event IV set had been flushed of medication and primed with water, for testing. During priming, the event IV set was spiked into tubing connected to the water container. The IV set¿s flo-clamp was opened, to allow for rapid priming the IV set. The device was programmed at the reported rate=0.2ml/hr. The infusion was started, and customer clinical engineer stepped out of the area. Upon his return he had discovered that the infusion had stopped due to air-in-line alarm. The infusion was restarted and continued to run for the remaining 24-hr. Run time. Upon completion of the test, customer indicated that the expected volume should have read 4.8ml but instead read a volume of 5.8ml.

Event description:
It was initially reported an event involving an over infusion of fentanyl on a patient under palliative care. Per report, the patient died. Additional information was received following an on-site visit by bd representatives. It was confirmed the over infusion was a hydromorphone (dilaudid) infusion. A 65ml dilaudid infusion was started at 1750. Infusion was programmed via interoperability at a rate of 0.2 ml/hour. Patient was agonal breathing when the infusion was started. Fifteen (15) minutes after the infusion was started, the patient expired at 1805. No other infusions were infusing at the time of the event. When staff went to waste the remaining medication per protocol in the IV bag, 7 ml was missing from the total volume of 65 ml. For larger volumes, current practice is that staff will use a medication cup to measure the remaining medication in the IV bag and IV line to document the waste staff measured 55ml initially and got an extra 3 ml by ¿milking¿ the IV set for a total volume of 58 ml. Customer clinical engineer conducted a 24-hour rate test on the device attached to the left side of the concomitant pcu another pump was attached to the right side of the pcu. The event IV set had been flushed of medication and primed with water, for testing. During priming, the event IV set was spiked into tubing connected to the water container. The IV set¿s flo-clamp was opened, to allow for rapid priming the IV set. The device was programmed at the reported rate: 0.2ml/hr. The infusion was started, and customer clinical engineer stepped out of the area. Upon his return he had discovered that the infusion had stopped due to air-in-line alarm. The infusion was restarted and continued to run for the remaining 24-hr. Run time. Upon completion of the test, customer indicated that the expected volume should have read 4.8 ml but instead read a volume of 5.8 ml.

Manufacturer narrative:
Omit: b21: type of investigation not yet determined, c21: results pending completion of investigation, d16: conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported incident of an over infusion of hydromorphone (dilaudid) could not be confirmed through review of the logs and was not replicated during device testing. The inspection and testing of the pump module and the administration set did not find any existing malfunctions that could have contributed to the reported incident. The suspect pump module, alongside the returned administration set, were found to be infusing within specifications and did not show any signs of unregulated flow occurring. The initial infusion of an unknown drug (suspected to be hydromorphone) at a concentration 65 mg/65 ml was programmed as a remote IV order and started on (B)(6) 2025 at 5:50 pm on the suspect pump module sn (B)(6). The dose was 0.2 mg/ml (calculating a rate of 0.2 ml/hr) and the volume to be infused (vtbi) was 65 ml but was manually changed to 50 ml. The unit was then channeled off at 6:05 pm, stopping the infusion and powering down the system. The recorded total volume infused in the span of 15 minutes was 0.05 ml. The facility reportedly conducted a 24-hour rate test on the device where the expected volume was 4.8 ml but instead read a volume of 5.8ml. On (B)(6) 2025, at 2:50 pm, a basic infusion was programmed and started at a rate of 0.2 ml/hr and a volume to be infused (vtbi) of 4.8 ml. At 2:58 pm, the pump module door was opened, and a safety clamp open alarm (duration = 1 second) was observed; the door was then closed and the infusion resumed at 2:59 pm. At 6:33 pm, an air-in-line alarm was observed. The primary volume infused (pvi) at this time was 0.738 ml. The infusion was not resumed until it was re-programmed and started on (B)(6) 2025 at 12:37 pm with the same rate (0.2 ml/hr) and vtbi (4.8 ml). The infusion was completed on (B)(6) 2025 at 12:40 pm with no issues or malfunctions. The pvi at the end of the infusion was 5.545 ml. The total volume infused between the start of the re-programmed infusion ((B)(6) 2025 at 12:37 pm) and the end of it ((B)(6) 2025 at 12:40 pm) was calculated by substracting the pvi at the start of the infusion (0.738 ml) from the pvi at the end of the infusion (5.545 ml), giving a result of 4.807 ml in the span of twenty-four (24) hours and three (3) minutes, approximately. This matches the expected volume of 4.8 ml that the facility reported for the 24-hour infusion test they conducted. Root cause: the root cause for the reported over infusion of hydromorphone (dilaudid) was not determined. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be infusing within specification.